Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault). The cause for the failure was isolated to a damaged c22 pad on the defibrillator board. Additionally, during investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor rear response button was non-functional. The cause for the defective response button was a disconnected rear response button cable. The root cause for the damaged pad could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 102.